Event description:
Customer called to report hospitalized after a car accident related to low bgs. At the time of call they were feeling well enough to troubleshoot the pump. Troubleshooting was performed. Device did not pass the test.